Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It is reported that the customer had high blood glucose levels of more than 500 mg/dl. The customer reported a blank display on the insulin pump. Troubleshooting was done. The customer replaced the battery of the insulin pump with a new aaa alkaline battery and the display returned. No add'l info was provided.